Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09753. It was reported that the patient presented in clinic upon developing a staph infection. The dual chamber implantable cardioverter defibrillator system was explanted. Vegetation was noted on the valve and on both the atrial and ventricular leads. The patient was unstable.